Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation coverage due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was discarded by the facility.